Event description:
The complainant had a shockwave case supported by the impella cp. The optical placement signal was lost, but the team still was able to complete the case and wean/explant. No patient harm has been reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. According to the clinical, shockwave was used on the proximal lad and after the fourth run, loss of optical sensor was noted. No attempts were made to resolve the issue. The physician believed the issue was probably related to the patient's small body stature and the proximity of her proximal lad to the optical sensor. Product evaluation found no issues with the pump. The pump passed the laser test, but the optical bench test showed signal-to-noise ratio (snr) dropped close to zero and contrast stepped down. This indicated that the sensor had been damaged. Data log analysis confirmed that the placement signal (ps) spiked to 3000 mmhg around 30 minutes into the case which triggered ps not reliable alarms. This event corresponded with the time shockwave was used and remained until the end of the case. Additionally, the logs showed snr & contrast were within specification when shockwave was used and remained until the end of the case. The most likely cause of optical signal issue was a damaged sensor due to interaction with shockwave. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.